Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a small abscess at their incision site. As a result, the physician performed a wound exploration and concluded that it was not an infection. Post op the patient was given antibiotics and is doing much better. Issue has been resolved.